Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in. The field service engineer (fse) reported an initial misunderstanding of the issue, as it was believed to be related to automatic login, but upon arrival, it was clarified that the station had been manually placed out of service and could not be returned to service due to permission restrictions. The fse observed that the station did not allow restoration to service at the station level but allowed it when performed from the server. The fse also identified a faulty network wall jack in operating room one, which impacted earlier troubleshooting while the system was offline, and noted that the station had been relocated to a different room. The fse completed application testing and confirmed that it was functioning properly. The system functioned as intended after field service engineer repaired the device.